Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in original packaging with the batch number of the complaint on the label. The t1, t2, and part of the suture were not returned. A partial piece of suture was returned. The actuator is in the pre-t1/post-t2 position. The depth straw shows signs of use. A functional evaluation was performed on the returned device and found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after successfully deploying the t1 implant of the fast-fix 360, the t2 did not fix in the meniscus both implants were successfully removed from the patient by the knot pusher. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.